Event description:
Reporter alleged obtaining discrepant blood glucose values of 466 mg/dl back to back with a result of 89 mg/dl when testing was performed a few minutes apart on the compact plus system. Reporter stated she self treated with 3 units of rapid acting insulin and food. Reporter indicated she has been diagnosed as being hypoglycemic unaware which is a condition where customer is not aware when she experiences hypoglycemic symptoms. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.